Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle holes over the needle guard were noted as well as 3 small cuts in the silicone housing over the cam mechanism. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, only leaked from the needle holes over the needle guard, no leakage was noted from the 3 small cuts in the silicone housing. The valve was tested for programming. Using programmer 82-3126 serial number (B)(4), the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3111 with lot crjbmp, conformed to the specifications when released to stock in (B)(6) 2014. No root cause could be determined as the valve functions. The root cause of the 3 small cuts in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low tear / cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) male with sah at the revision surgery on (B)(6) 2015. The initial pressure setting was 50mmh2o. On (B)(6) 2015, ventricular enlargement was noted by CT scan and the setting was changed to 40mmh2o on (B)(6) 2015. However, the symptom did not improve and also progression of syringomyelia was noted. When pumping the device, fluid did not flow properly, and contrast radiography suggested that the catheter around the neck was broken. On (B)(6) 2016, the surgeon removed the entire system in the left side and newly implanted certas in the right via v-p shunt. The patient is currently being monitored.